Manufacturer narrative:
The hill-rom technician found the siderail not latching into up position because latch pin and spring had sticky substance on it. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the latch pin and spring to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right head siderail was not latching. The bed was located at the account on the 8th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).